Manufacturer narrative:
The reported filter leak was not confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the product a comprehensive failure investigation cannot be performed. A batch record review was performed to lot# 945745h, list# 14009-9290 and no discrepancies that may have contributed to a complaint of this nature were found.

Event description:
The customer reported leakage from a 0.2um filter of a plum set. The solution being infused was normal saline prime then taxol. The pump was set at 310mmhg psi pressure and no alarm occurs on the pump. There was patient involvement and a delay in critical therapy, however no harm was reported.